Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a 14-58 gray stylet in the lead. There is blood and tissue in the sleevehead. There is blood and tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement of the right atrial (ra) lead occurred during the implant procedure. The lead was repositioned during the implant procedure. Immediately following implant increasing and unstable thresholds were noted, and one week postoperative, high thresholds and pacing failure were noted. Revision was attempted however retraction difficulties were encountered and extra rotations of the helix were required. Tissue was also noted on the helix tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.